Manufacturer narrative:
The tandem user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer inadvertently started the load fill tubing sequence while connected at the infusion set site resulting in insulin being delivered to customer. There was no reported impact to customer's blood glucose. Customer administered glucagon, consumed food, drank juice and contacted health care provider to avoid a low blood glucose. No additional patient or event information available.